Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and the instrument exhibits scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly .026¿ x .080¿. There was material missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument orange part showing through gray outer part near jaw. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was on the part labeled ¿3¿ on the photo (on the monopolar curved scissors instrument shaft). No patient information available to send.